Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10 x microscope magnification revealed that the lens was received with surface residuals adhered to the optic body compatible with handling the lens, such as during the explant process. No other cosmetic defects were observed. A review of the manufacturing process indicated that all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing instruction specifications. All tests results showed a psss condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The inspection data for the diopter power process was reviewed and was found within specification. No issues were reported. The haze inspection showed all results were within acceptable haze level. No deviation was reported. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye in a secondary procedure owing to dysphotopsia in the form of halos. The iol was replaced with a new lens. No further information has been provided.